Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace device for failure analysis evaluation. A review of an image provided by the customer of the instrument is consistent with a broken jaw on the harmonic ace instrument. However, the cause of the failure mode cannot be confirmed without the returned device. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon found that the harmonic ace instrument broke while dissociating the omentum of the stomach. It is unclear if a fragment from the instrument broke off, fell inside the patient, and was retrieved during the same procedure. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument and performed failure analysis. The harmonic ace instrument was analyzed and found to have one blades broken at the base. A piece approximately 0.074" x 0.396" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On 27-jan-2025, the following additional information was obtained: the instrument was inspected prior to use. The surgeon believes that robotic instruments are particularly prone to break. The instrument was in use for about 30 minutes. There was no issue with the functionality of the instrument during a surgical procedure. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The fragment fell inside the patient during an instrument tip collision. The instrument was not removed during the procedure prior to the breakage. Upon final removal of the instrument, there was no resistance felt while removing the instrument through the cannula. The surgical staff did not notice any additional damage to the cannula or the instrument after the event occurred. The fragment was removed with a laparoscopic instrument. The assistant and the nurse confirmed that all fragments were retrieved. No additional surgical procedure was required to remove the fragment. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed robotically with no injury to the patient. It is unknown if the patient returned to the hospital due to experiencing any post-surgical complications.